Manufacturer narrative:
Block d2b: lgw, qrb. Block b3: exact date unknown, event occurred a year a few years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.